Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A power failure occurred during a routine hemodialysis treatment resulting in loss of power to the cycler. When power was restored, the operator did not correctly follow the required steps to recover from the power failure. The cartridge clotted, due to the elapsed time with the pump off, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide provides adequate instructions for performing power failure recovery. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.